Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed pace impedance of less than 200 ohms. A chest x-ray was performed where a fracture was seen near the patient's clavicle. Of note the patient was reported to have been in a car accident several years ago and broke their clavicle. The local boston scientific field representative reported that the patient underwent a device and lead change out to another manufacture's product. There were no adverse patient effects reported. It is not known if the lead will be returned.